Manufacturer narrative:
(B)(4). Investigation summary one each ez pen pencil was returned for evaluation. Visual inspection indicates the pencil is in good condition, no fluids or debris. Functional testing was performed by pressing the cut and coag buttons on the pencil while checking the continuity output with a multimeter. The resistance reading was within specification. Also tested pencil using the lab generator the pencil was plugged into the generator and both the cut and coag switches on the pencil were pressed the check for functionality of the device, both buttons functioned as intended. The reported complaint is unconfirmed. The pencil involved passed all testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a tonsillectomy and adenoidectomy, while the product was in use outside the patient the tip sparked and flamed. Case completed with another device of the same product code. There were no patient consequences reported.